Event description:
The device had delivered a notification, and upon interrogation, the device reported that the rv pacing lead impedance was high. A decrease in r-waves and a loss of capture at 7.5v was also noted. After opening the pocket, it was determined that the rv pace/sense setscrew was loose. The physician tightened the setscrew and no subsequent issue has been reported. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.